Event description:
The customer reported a leak while powering on the coulter lh 750 hematology analyzer after the instrument was serviced by a beckman coulter field service engineer (fse). The customer stated that the instrument generated low vacuum drift, obstructed and vent line sensor (vls) errors. The customer indicated that 5 ml of clear fluid with a yellow tinged leaked and the was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered that tubing, at solenoid sl18, was disconnected causing diluent leak. The fse noted that tubing at triple transducer module waste chamber (vc13) was also disconnected causing a second diluent leak at the rinse cup and needle bellows. The fse proceeded to replace the tubings at sl18 and vc13 and repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).